Event description:
A customer reported receiving a higher than feels reading of 480 mg/dl on their adc meter on (B)(6) 2012 at 9:00pm and self-dosing with unspecified amount of insulin based on that reading. The customer further reported he laid down around 10:15pm to sleep and woke up to paramedics working on him at 11:00pm. The customer was reportedly treated with "gel and an IV of glucose" and also given a soda and a sandwich. The customer was not transported to a hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading of 480 mg/dl was not found in meter memory. In addition, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. (B)(4)